Event description:
Surgeon was performing a ureteroscopy and asked for the lithovue disposable flexible scope for his case. Once the scope was opened and plugged into the monitor system, the light would not function correctly. The monitor displayed an error icon (lightbulb with a red x) and the scope light would briefly flicker. The circulator unplugged and plugged in the scope several times and rebooted the monitor system. The troubleshooting did not work, and a new scope was opened. New scope worked correctly, and surgeon was able to perform the case.